Event description:
It was reported that during service and evaluation, it was determined that the battery handpiece device had a sticky trigger. It was noted in the service order that the device trigger had detached from the equipment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2025. All available information has been disclosed.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary a visual and functional assessment was performed on the device: the following steps failed: section 10: general condition, section 20: markings, section 30: leakage test using bubble emission technique, section 70: check for sticky triggers, section 80: check roundness of housing, section 110: check fitting of the lid, section 130: check general function of device, section 140: check for unintended motion, section 150: check in 'off/lock' mode, section 160: check function of all possible modes with power module and lid. During the service evaluation the following failures were identified: functional: fell apart - unattached, internal finding: corrosion/rusting/pitting, functional : sticky trigger , internal finding : leak tightness test failure , labeling : illegible etch , visual : component damaged . Conclusion: failure reported is confirmed.